Manufacturer narrative:
The customer returned one leveen needle electrode in its original box and tray. No manufacturing issues were detected during the review of the device history record for this device batch number. The device was received in a condition that indicated that it had been used in a patient. The inspection of the returned device revealed a slight nick on the insulation approx 4 cm from the distal tip. The proximal end of the device reveal was observed to be flush and the distal end was slightly raised. The investigation of evaluation of the returned device indicated that the nick in the insulation of the needle may have been the result of the device being used with an introducer, although this can not be definitively established at this time. The leveen needle electrode is not intended to be used with an introducer; introducers were designed and are available for use exclusively with the coaccess device. The evaluation of the returned device suggests that the root cause of the customer complaint and the observed nicking of the insulation was a result of user error. Our direction for use state: "if a needle is used, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode." The manufacturing standard operating procedures mandates a 100% visual inspection of the catheter subassembly prior to completing the 100% occlusion test during the manufacturing of the device. The quality assurance standard operating procedure also prescribes a visual inspection, an occlusion test, and a leak test to verify the proper assembly of the catheter assemblies. The boston scientific quality and manufacturing engineering departments have been notified of this incident through the complaint review process. Boston scientific corporation will continue to monitor for trends and future complaints of this nature for this product. At this time, we are unable to definitively determine the relationship between the device and the cause for this event.

Event description:
This medwatch report was initiated upon the recepit and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a therapeutic radiofrequency ablation (rfa) located in the kidney was performed on a male patient (age unk). It was noted that during the procedure the leveen needle electrode would not go through a 14 gauge needle guide and the tip of the needle could not be visualized via ultra sound. The clinician obtained another needle and successfully completed the patient procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. Upon return and evaluation of the device a slight nick of the insulation was observed at approx 4 cm from the distal tip.